Event description:
It was reported that the patient underwent an ICD replacement due to rrt (recommended replacement time) reached. The sensitivity threshold of the newly implanted ICD was set to 0.4mv and several right ventricular oversensing episodes were recorded. No inappropriate therapy has been delivered. With the previously implanted ICD, the sensitivity threshold was set to 0.8mv and no oversensing episodes were detected. Preliminary analysis confirmed the reported event: the recorded episodes showed ventricular oversensing that can be due to electromagnetic interferences (emi) and/or myopotentials. Nevertheless, a lead issue cannot be excluded.

Event description:
It was reported that the patient underwent an ICD replacement due to rrt (recommended replacement time) reached. The sensitivity threshold of the newly implanted ICD was set to 0.4 mv and several right ventricular oversensing episodes were recorded. No inappropriate therapy has been delivered. With the previously implanted ICD, the sensitivity threshold was set to 0.8 mv and no oversensing episodes were detected. Preliminary analysis confirmed the reported event: the recorded episodes showed ventricular oversensing that can be due to electromagnetic interferences (emi) and/or myopotentials. Nevertheless, a lead issue cannot be excluded.